Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if any further issues arise.